Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle pfr kit, the sheath was cut partially, to release the suture. The sheath then split, leaving the majority within the pt. All of the sheath was removed with forceps; nothing was left inside the pt when the dissection was closed. The procedure was completed with this device, with no further complications to the pt.

Manufacturer narrative:
The lot # of the device is unk; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.